Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top right side teeth seem to be leaning inward and the top right incisor comes down and contact the bottom incisor causing it to be rounded over. It seems to them that the upper incisor has chipped from the contact with the lower tooth. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.